Event description:
Lens displaced into the anterior chanber due to a broken haptic. No problems were noted at the time of surgery. Dislocation was noted at day 1 post-operative. Surgeon reports it is possible that haptic broke during insertion. Iol was replaced on first post-operative day.